Event description:
A cartridge alarm was reported during the load process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's health. Technical support assisted the customer in loading a new cartridge using the correct technique, allowing the customer to successfully resume insulin therapy, and the issue was resolved.